Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported shaft damaged/break could not be determined. Two images of the device were provided. Review of the images indicate that there was damage to the shaft. As the device was not returned for analysis, the nature and type of damage could not be determined; therefore, a potential cause for the damage could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the clip delivery system (cds) shaft break. It was reported that during device preparation, it was observed that the cds shaft was broken approximately 2 cm away from the sleeve handle; therefore, the cds was not used in the anatomy and was replaced. There was no patient involvement and no reported clinically significant delay in procedure. No additional information regarding the shaft break was provided.